Manufacturer narrative:
Concomitant medical product: a2dr01 ipg implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was fractured and developed high impedance and undefined impedance. The rv lead was programmed off and remains in the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead lead was fractured and developed high impedance and undefined impedance. The ra lead was initially programmed off and later explanted and replaced. No patient complications have been reported as a result of this event.